Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. As the customer's allegation could not be reproduced during the investigation, the root cause could not be determined. If any additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device's performance in the field.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had rust on the metal edge in the channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.